Event description:
Reportedly, when the tissue was in the jaws and the instrument was closed, the closing mechanism of the handle is pushed out of position. The jaws opened during firing process causing malformed staples.